Event description:
A doctor reported that a titanium adapter separated from the patient connector of a transfer set during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore, no device evaluation could be performed.